Event description:
Nellcor puritan bennett received information that suggested that the ventilator device failed to alarm when it became disconnected from the patient. The customer stated that when the ventilator circuit became disconnected from the patient's tracheostomy tube that the circuit became positioned in such a manner that may have prevented the ventilator device from alarming for the disconnection and the customer feels that this may be the reason the ventilator device did not alarm. The customer reported that the patient coded and was resuscitated quickly and that there was no permanent harm or injury to the patient. The customer reported that they tested the ventilator device and determined that the device functioned properly.